Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 401 mg/dl. The user was evaluated in the emergency department for dizziness and dehydration, treated with IV fluids, and discharged the same day. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia resulting in emergency department evaluation while using the ilet. Engineering log review indicated no device malfunction alerts and no abnormal device performance. The user reported frequent pausing of insulin delivery and administration of manual insulin injections to treat elevated glucose levels prior to the event. Device data and clinical information suggest the hyperglycemic episode occurred in the setting of interrupted insulin delivery and use of manual injections, followed by symptoms consistent with dehydration. Based on available information, the event was attributed to use-related therapy management factors rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.